Event description:
It was reported that a isolation transformer used in conjunction with a vmax respiratory diagnostic device experienced an electrical shortage. There was no patient or clinician involved in the alleged incident, therefore no reported injury.

Manufacturer narrative:
It was reported that the vmax 22d respriatory diagnostic device experienced a malfunction relative to the isolation transformer, which is an auxilary component to the vmax system. It was reported that just prior to use, the isolation transformer experience an electrical shortage, which caused smoke and evidence of some electrical burning residue. The isolation transformer involved in the incident is manufactured by viasys healthcare, gmbh in another country, a sister company, under p/n j706570, the isolation transformer is being returned to sensormedics under rga. Upon receipt, the device will be returned to viasys healthcare, gmbh for failure analysis. Due to the foreign location of our affilate, a failure analysis will not be accomplished within the 30-day time restraint. Accordingly, a supplemental report will be submitted to medwatch upon complete failure analysis.